Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured on the second inflation when it was inflated to 10atms for about 15 seconds for predilation. The device was removed intact. The lesion being treated was located in the very tortuous, 99% stenotic, with very hard calcification distal left anterior descending artery (lad). The procedure was successfully completed with another quantum maverick balloon. Pt status is listed as "good".

Manufacturer narrative:
Device eval: the facility is not returning the device for analysis; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined. If any additional relevant info is received, a supplemental MDR will be submitted.